Event description:
On (B)(6) 2009, the patient reported that he was unable to hear the beeps or feel the vibrations of his infusion device. He stated that he sometimes feels the vibration but has never heard the infusion device beep since beginning use of the device in (B)(6) 2008. He verified that the infusion device was programmed to beep and vibrate and he turned the beep volume all the way up. The battery has been in use foe about 1 month and he inserted a new battery. During the start up of the infusion device the patient stated that he could not hear the beep but he could feel the vibration. The company representative speaking with the patient was able to hear the infusion device beep, however, the patient stated it was noise from the television in the background. The patient placed a battery in the backup infusion device and was able to hear the beep and feel the vibration during the start up process. The patient switched to the backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.